Event description:
Add'l info received on 02/15/2008 indicates that the pt experienced increasing post-op swelling and soreness of the right knee. The pt will undergo add'l surgery to address this condition; however, the date has not yet been confirmed.

Manufacturer narrative:
Prod recall initiated aug. 21, 2007.